Event description:
Account alleged that the brakes do not hold. No pt impact.

Manufacturer narrative:
The tech found the brake/steer casters were worn and also, the wheels were deteriorated. The tech replaced the brake/steer casters and wheels to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.